Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged battery compartment. The tamper seal was not broken. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was not duplicated, however a damaged battery compartment was confirmed. The cause of the reported issue was unknown. As a result, the dso sensor, seal, bezel were replaced as preventive. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump did not recognize the cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.